Event description:
Pacemaker lead malfunction vvi pacemaker lead intermittently oversenses. Requires lead replacement. Pacemaker generator also replaced because a lead adapter would have to be used to connect new lead to old pacemaker. This has a certain risk of lead malfunction when air adapter is used; therefore the whole system was replaced.